Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected, and it was found reddish material inside the pebax sleeve. A magnetic sensor functionality was tested on carto and the catheter was properly visualized; no errors were observed. Then, force could not be performed due to temperature failure. A failure analysis was performed and it was found that there is a loss of electrical resistance from the cut to the tip creating the temperature issue. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area, and the results showed evidence of mechanical damage, and a hole on the pebax surface. Object that cause the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal action was found during the review. The customer complaint regarding force issue was unable to duplicate during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. The root cause of the hole un the pebax and thermocouple wires broken cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that the catheter was displaying erroneous force readings on the carto 3 system. The catheter was re-zeroed several times and the issue persisted. The catheter was exchanged and the issue was resolved. The case continued without any further incident. The carto 3 system is working per specs. The customer¿s reported ¿force issue¿ is not MDR reportable since the potential risk that it could cause or contribute to a serious injury, death to the operator, or patient is remote. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 10/19/2020, and re-assessed as MDR reportable.